Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2022-00100 since there is more than one device implicated.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a 63 years old asian female patient of unspecified origin. There was no medical history (complication disease, allergic history, family history) and concomitant medications included unspecified diabetes injection medication (names could not be remembered). The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) (humalog 25) via cartridge using humapen ergo ii, initially at the dose of 8 units twice daily, subcutaneously, for the treatment of diabetes mellitus, beginning in 2012. In 2020, she experienced that her memory was not good, her eyes could not see clearly, had high blood lipids and high blood pressure. On an unknown date, while on insulin lispro treatment, her blood glucose could not be adjusted down therefore she was hospitalized for blood glucose regulation. On an unknown date, she experienced malfunction with one of the ergo ii pen((B)(4);lot#unknown). In (B)(6) 2022, it occurred that a humapen ergo ii was laborious to press the injection button, sometimes it could not be pressed down, and a second injection was needed. On (B)(6) 2022, the humapen occurred that the injection button could not be pressed at all (lot#1612d03 (B)(4)). Information regarding corrective treatment was not provided. The outcome for events was unknown. The insulin lispro therapy was ongoing. The operator of the humapen ergo ii was patient and her training status was not provided. The general duration of use and the suspect humapen ergo ii duration of use was unknown but it was started in 2012. The action taken with suspect humapen ergo ii was not provided and their return was expected. The reporting consumer assessed the relatedness between the events and insulin lispro therapy as unknown. The reporting consumer did not provide relatedness of the events with humapen ergo ii. Edit 02dec2022: updated medwatch fields for expedited device reporting and added contact log accordingly. No new information added.

Event description:
Lilly case ID: (B)(6). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a 63 years old asian female patient of unspecified origin. There was no medical history (complication disease, allergic history, family history) and concomitant medications included unspecified diabetes injection medication (names could not be remembered). The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog 25) via cartridge using humapen ergo ii, initially at the dose of 8 units twice daily, subcutaneously, for the treatment of diabetes mellitus, beginning in 2012. In 2020, she experienced that her memory was not good, her eyes could not see clearly, had high blood lipids and high blood pressure. On an unknown date, while on insulin lispro treatment, her blood glucose could not be adjusted down therefore she was hospitalized for blood glucose regulation. On an unknown date, she experienced malfunction with one of the ergo ii pen pc#6221381;lot#unknown). In (B)(6) 2022, it occurred that a humapen ergo ii was laborious to press the injection button, sometimes it could not be pressed down, and a second injection was needed. On (B)(6) 2022, the humapen occurred that the injection button could not be pressed at all (lot#1612d03 pc#6221382). Information regarding corrective treatment was not provided. The outcome for events was unknown. The insulin lispro therapy was ongoing. The operator of the humapen ergo ii was patient and her training status was not provided. The general duration of use and the suspect humapen ergo ii duration of use was unknown but it was started in 2012. The action taken with suspect humapen ergo ii was not provided. Humapen (lot#1612d03) was returned to the manufacturer. The reporting consumer assessed the relatedness between the events and insulin lispro therapy as unknown. The reporting consumer did not provide relatedness of the events with humapen ergo ii. Edit 02dec2022: updated medwatch fields for expedited device reporting and added contact log accordingly. No new information added. Update 16dec2022: additional information received on 13dec2022 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information for (B)(4) associated with unknown lot number of humapen ergo ii. Also updated the medwatch fields/ european and canadian (EU/ca) device information for (B)(4) associated with lot number 1612d03 of humapen ergo ii. Updated malfunction from unknown to no, improper use and storage from no to yes, date of manufacturer, device return status to returned to manufacturer, and date returned to manufacturer for the device (B)(4) associated with lot number 1612d03 of humapen ergo ii. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement (s) dated 16dec2022 in the b.5. Field. No further follow-up is planned. This report is associated with 1819470-2022-00100 since there is more than one device implicated. Evaluation summary: a female patient reported that in (B)(6) 2022 injection button of her humapen ergo ii "was laborious to press, sometimes it could not be pressed down, and a second injection was needed. On (B)(6) 2022, the humapen occurred that the injection button could not be pressed at all."she experienced increased blood glucose. The investigation of the returned device (batch 1612d03, manufactured dec2016) found the pen housing was cracked and the soft touch was partly de-bonded, with evidence of excessive force observed for these issues. Also, the cartridge holder printing was faded, which is indicative of exposure to an unknown chemical while in the field. However, the device met functional requirements. No malfunction was identified. The patient reported a new needle was not always used before each injection and was usually changed once every two or three days, and patient stored the device with the needle attached. Core instructions for use state to use a new needle for each injection, to remove needle after every use, and to not store the pen with the needle attached. In addition, the patient continued to use the device after experiencing the alleged complaint issue. Core instructions for use state if any of the parts of your humapen ergo ii appear broken or damaged, do not use. The patient also reported she could not see clearly. Core instructions for use state that the device is not recommended for the visually impaired without the assistance of a sighted individual trained to use it. There is evidence of improper use. The damage to the device is consistent with damage while in the field. This misuse is not likely relevant to the event of increased blood glucose since the device met functional requirements. Also, the patient stored the pen with the needle attached and reused needles. These misuses may be relevant to the event of increased blood glucose. The patient used the device while visually impaired. It is unknown if this misuse is relevant to the event of increased blood glucose.